Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended and was "causing insulin blockages". There was no reported adverse impact to the customer¿s blood glucose. Additional information was not provided, and the customer declined follow up from tandem technical support.